Event description:
Healthcare professional additionally reported "capsular contracture, baker grade IV" with "palpation pain", "hardening", "deformity", "capsule wall with fibrosis and mild chronic inflammation"; "required treatment for the right side were analgesic and anti-inflammatory". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d.6., d.10., g.1., g.5., h.3., h.4., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "contracture" of an unknown baker grade on an unknown side. The device remains implanted.